Manufacturer narrative:
The reported event of ineffective stimulation due to high impedances was confirmed. Microscopic inspection of the returned lead revealed a fracture on the lead body where all internal wires were broken. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected to while in vivo.

Manufacturer narrative:
Date of event is estimated. (B)(6).

Event description:
It was reported the patient lost effective therapy. Diagnostics indicated high impedances. In turn, the lead was explanted and replaced to address the issue.